Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s wake button was intermittently unresponsive, particularly when the device was warm, and the user was counseled to avoid bright or warm environments and to perform a restart and firmware check, which confirmed current firmware. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy and no alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device alarms and no firmware issues, with the behavior consistent with a potential heat-related user interface performance issue isolated to the wake button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with a possible environmental contribution.